Event description:
Per the clinic, the patient expressed dissatisfaction with the sound quality of the device, leading to device non-use (date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.